Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic was bad on lens. Additional information was received in surgeon's opinion product was contributed to the event and there was no patient contact. The procedure was completed on same day.